Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and a pump error alarm was found in the formatted history file due to moisture damage on the force sensor. Analysis was unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. The insulin pump was received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, cracked retainer, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump was returned for analysis.